Event description:
The customer reported that when activating the covidien force triverse and an unknown pencil, no output effect from the forcetriad was shown. The initial evaluation of the returned unit found the generator failed the patient leakage test during safety testing.

Manufacturer narrative:
(B)(4). The unit was returned and investigation identified the steering relay board as the component failure. We did not confirm this caused or contributed to the reported condition. The steering relay board was replaced. Functional and safety testing was performed and the generator was found to function normally and within specifications. The site indicated that the force triverse es pencil would not be returning for evaluation.